Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer¿s blood glucose level was 390 mg/dl and took a bolus. The customer also reported that the blood glucose drop around 50 mg/dl and treated with candy. The customer was treated his high with bolus. The customer stated his blood glucose was 380 mg/dl at the end of call. The insulin pump will not be returned for analysis.